Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2022. On (B)(6) 2022, the cgm value displayed was 92 mg/dl and the patient treated the inaccurate value by consuming food (juice, sprite, gatorade, and frosting). Afterwards she had a headache, back pain, was lethargic and vomiting. During this time the cgm was still displaying 92 mg/dl. No bg finger stick value was provided. She was transported to the emergency department because her bg was high and the cgm did not display a high value. At the hospital at 2:30 am on (B)(6) 2022, the bg finger stick value was 875 mg/dl. The patient was admitted to the pediatric intensive care unit (ICU) and received continuous IV insulin and fluid. The IV fluid contained dextrose, potassium sulfate, sodium chloride, and 500 units of insulin. Later, although she was lethargic and frequently sleeping, the insulin rate was 0.10 units/kg per hour, and the bg fingers stick value had decreased to 250 mg/dl. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.